Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration failure occurred during fragmentation setting while performing us (ultrasound) during the cataract/vitrectomy combination procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The turbid 27+ga 20k cpm (cuts per minute) procedure pak with unopened small part tray was visually inspected and no obvious defects were found. The infusion cannula line was not returned. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The led (light emitting diode) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 20000 cut rate displayed on the screen when the rfid (radio frequency identification) was connected to the console. The sample was tested with the lab stock infusion cannula line using the console ¿re-720 with the 5.40.26 software¿. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm abs (aspiration bypass) tip and returned infusion sleeve, and pass iop (intraocular pressure) calibration successfully. Fluid flowed from the bss (balanced salt solution) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality per procedures. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).